Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal cannula tear is confirmed as a source of the internal corrosion and resulting low batteries. Lot release records were reviewed, and the product lot met all acceptance criteria.. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the leg. Investigation of pod found damage to the cannula. The complaint was originally coded for adhesives issues with high blood glucose levels.